Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedance on one lead contact. X-rays showed that the lead had migrated from its original c3 location to t1. Surgical intervention was undertaken wherein the lead was explanted. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), lot: 7672834.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.